Manufacturer narrative:
MDR flowchart completed - not reportable. Per service record #(B)(4) - "unit primed and functioned within all specifications. Administrative tubing appears to be altered. Scrap handpiece." Complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). On 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 19812-03 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working and (B)(4) units would not prime. Failure possibly due to a broken electrode. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint

Event description:
Error: did not prime. Said that the flow was obstructed; however, fluid was flowing freely (fluid at the tip/tube and bag). After several retries including repriming and turning it off/on prime failed. Changed unit and no problem.